Event description:
Healthcare professional reported left side "capsular contracture, grade IV in the left breast, probable implant rupture." Device remains implanted.

Manufacturer narrative:
Phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted and replaced. Treatment: capsulectomy.